Manufacturer narrative:
The lens remains implanted so visual inspection could not be performed. The injector of the pcb00 unit was discarded. The reported complaint could not be verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). The delivery system was disposed; however, the lens was successfully implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a black spot inside the inserter. In follow-up, it was reported that the intraocular lens was successfully implanted. There was no impairment or injury to the patient. The empty inserter had been discarded by the customer right after the surgery. The customer could not state exactly where the black spot was found. No further information was provided.